Event description:
Caller reported a pump malfunction with no notable preceding events, and it did not adversely impact the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The caller was advised to continue using the pump and to contact support again if the issue reoccurred, acknowledging and understanding these instructions.